Event description:
Patient bought this glucose meter with a built-in battery but the battery was dead. Patient called the MFR and 2 batteries were shipped to her. One of the batteries was already dead before it got to her. FDA needs to get these meters off the market.